Event description:
Consumer called with lower than expected readings reported when compared to their other meter. Analysis run on clark error grid using competitive readings (170) as a ref. Point vs. Bd reading (29) yielded data points in the c zone of the grid outside acceptable limits.